Manufacturer narrative:
The product is designed to withstand a 250 lb patient, the s-hook that failed on the trapeze (master link to connect chain to trapeze and to clamp) is designed to withstand 300 lbs. It appears to be a user error, possibly due to review of device before and after installation on hospital beds.

Event description:
As per the hospital representative, the patient was lying in bed using the trapeze to scoot up on the hospital bed. The trapeze sub-component "d" ring failed and part fell onto patient's head. Patient experienced swelling and endured a small abrasion on top of his head.